Event description:
Officers responded to a witnessed collapse, pt not breathing when officers arrived. Disposable defibrillation electrodes were applied to the pt. Reportedly, the device would not power on properly, the display would flash on and off, and use of the device was inhibited. The second responding officer brought in a back up device, and it would not power up. CPR was started, als crews arrived with a back up device. The pt was in a shockable rhythm, the pt was shocked six times during the resuscitation effort. The pt was not resuscitated.